Event description:
Customer reported hospitalization due to high blood glucose. Customer experienced nausea, vomiting, sleepiness, excessive thirst and excessive urination. The blood glucose reading at the time of the event was over 600 mg/dl. Hospital treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.